Manufacturer narrative:
It was noted that an aftermarket battery was installed sometime last year; then after philips came out and did update on v60 last year it was noted that the aftermarket batteries no longer work on v60s. Per the v60 manual: to ensure the correct performance of the ventilator and the accuracy of patient data, use only philips-approved accessories with the ventilator. The customer informed that the battery arrived and was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a bad battery and is waiting on original equipment manufacturer (OEM) battery replacement. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, it was confirmed that a different battery was pulled from another unit (sn:(B)(6)) which was used to get this unit up and running due to a bad battery. Currently it is unknown if there was an actual issue with the device that caused the prompting of the replacement of the noted bad battery. It was noted that an aftermarket battery was installed sometime last year; then after philips came out and did update on v60 last year it was noted that the aftermarket batteries no longer work on v60s. The investigation is ongoing.